Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had failed. A field service engineer (fse) had logged into pyxis successfully and accessed the desktop. The fse then launched the hardware test application and tested the keyboard multiple times without any failures. Afterward, the fse rebooted the station, cleaned out dust under the drawer, and tightened the scanner base to ensure stability. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed keyboard and the lettering was not working. The customer reported that the user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.